Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right atrial lead exhibited loss of capture. The lead was explanted and replaced. The patient was stable.